Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the issue and found a cut on the cable and replaced the touchscreen power supply. The system was tested and verified as ready for use. The touchscreen power supply is a scrap item and will not be returned back to isi. The system was tested and verified as ready for use. A review of the provided image was consistent with reported damage.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the cable harness on the vision side cart (vsc) touchscreen had a cut in it. The customer noticed a spark when moving the touchscreen, then it lost power. The customer continued setting up the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical territory associate confirmed that the spark did not cause any injury to a staff member. There was no thermal damage or smoke observed. The case was completed robotically without the touchscreen.

Manufacturer narrative:
The probable root cause may be attributed to mechanical damage to the touchscreen power supply cable, caused by repeated movement or repositioning of the touchscreen, resulting in cable strain or pinching.

Event description:
Refer to h11 for follow-up information.